Event description:
Customer alleges that the wheel lock assemblies were binding and very hard to move. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 6895, serial number/date code (B)(4) is approximately 11 months old. The owner's manual part number 1118394 rev b (feb-04) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(4). The consumer is a paraplegic, additional medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged malfunction; the wheel lock assemblies were binding and very hard to move. The dealer alleges that the brakes were not holding, the spacers between were broken and therefore there was not sufficient friction to hold the compression of the brake. No injury was alleged by the customer. The resolution has not been determined.